Event description:
The company was informed that the pt was hospitalized for and diagnosed with h-flu bacterial meningitis on (B)(6) 2011. The pt was prescribed antibiotics (type unk). The pt continues to be monitored. Advanced bionics is in the process of gathering add'l info and will submit a supplemental report once new info is obtained.